Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures: anterior lumbar interbody fusion with peek cage supplemented with allograft bone and bone morphogenetic protein, anterior lumbar tension band plate, synthes, l5-s1 to treat the following pre-op diagnosis: degenerative disk disease; herniated disk, status post motor vehicle accident, l5-s1. Op notes: a complete discectomy was done at l5-s1 level. The endplates were curetted down to subchondral bone; it was sized to a 12mm cage by 12 deg. Of lordosis. This was impacted and trialed without difficulty. The final implant was implanted, supplemented with bone graft as described above. The x-ray confirmed appropriate position. An appropriate length plate was selected. It was secured with 4 screws and inferiorly it was seated on the l5-s1 level without difficulty. The wound was irrigated copiously with normal saline. The patient was transported to the recovery room in stable condition without complication. No other information was provided.